Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, unable to pull up a signal, not reading, black screen. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. Device evaluation: the complaint issue was described as unable to pull up a signal, not reading and black screen. Unable to duplicate the customer's reported complaint of unable to pull signal, not reading and black screen. The customer returned tc304us (B)(4) which was tested with tc201us (B)(4) and shows live image displays all the time. Also, live images produced every time when connecting test head into receptacle more than ten times before and after burn-in over 24 hours. Both units have performed functional tests and pass live images without any black screen and lost signal. A visual inspection on receptacle, iml, dvi, dp, and sdi connectors found no signs of wear and tear. The cause of the issue was determined as no problem found. The event is filed under internal karl storz complaint ID: (B)(4).